Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt lightheaded and presented to the emergency department. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and high atrial thresholds. The right ventricular (rv) lead exhibited t-wave oversensing (twos). The ra and rv lead remains in use. No patient complications have been reported as a result of this event.